Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include but are not limited to; suture does not release from the suture bearing, or suture bearing opening too small or burrs. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a severely calcified right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure with an 8fr sheath. Reportedly, after fully closing the lever, the device became stuck. The pre-close technique was abandoned and a cutdown surgery was performed to remove the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.